Event description:
Additional information: it was reported that pump was removed on (B)(6), 2012 due to end of life (eol). The eri occurred on (B)(6), 2012. The physician was advised not to perform the MRI following the eri due to increased possibility that the pump would not recover from motor stall. Therefore, the MRI was postponed until the day of the surgery ((B)(6), 2012). The device system was used to deliver hydromorphone and bupivacaine.

Event description:
It was reported an inflammatory mass was suspected. An MRI was planned to confirm or rule out a granuloma. Hcp's script read "looking for catheter granuloma fracture please have attention to t12 l1 for catheter tip." Caller indicated the patient said there was a 'twisted' connection pain pump which was due to be changed and patient said she could not have an MRI because the pump was in elective replacement indicator (eri). Caller indicated that the pump was on eri and the hcp wanted an MRI to check on a suspected granuloma, so he could determine whether or not to replace the catheter at the pump replacement. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4): analysis of the pump (B)(4) revealed no anomaly found.